Manufacturer narrative:
(B)(4).

Event description:
It was reported that during patient use, a ventilator generated an alarm and the screen blacked out. The ventilation stopped. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.